Event description:
**Update** (B)(4) 2014 - medical records were obtained. Medical records indicate an adverse reaction and osteolysis. For both sides, the acetabular cup was found to not have been revised. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(4) 2014.

Event description:
Litigation alleges that the patient experienced the following on account of her asr left hip implant: severe pain; deformation of the hip prosthesis unit. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The dor was submitted in error for this product. According to the medical records, the cup was never revised. Please disregard the dor for this products previously submitted. Depuy still considers this investigation closed.

Manufacturer narrative:
Corrected: brand name, common device name/device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Update - (B)(4) 2012 - plaintiff's preliminary disclosure form received which included product sticker sheets with part and lot numbers. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.